Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. A review of manufacturing records related to the batch was not possible because the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (4) study. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with angina and in stent restenosis.the index procedure placed an unspecified taxus liberte stent in the right coronary artery (rca). At the 3 and 6 month follow up visits, stable angina was revealed. At the 9 month follow up visit, restenosis was found. Reintervention the same day treated the 90% restenosed, 3.5x18mm lesion located in the mid rca with a non bsc stent and angioplasty resulting in 0% residual stenosis. The outcome was listed as "resolved" and the patient was discharged 2 days later on aspirin and clopidogrel.

Event description:
Same case as MFR report #: 2134265-2011-00193. It was further reported that the index lesion treated the 90% stenosed, 3.5x50mm target lesion. Treatment consisted of pre-dilation, the placement of two taxus liberte stents (3.5x20mm, 3.5x32mm) and post dilation resulting in 0% residual stenosis. The patient was discharged without complication two days post the index procedure on aspirin and clopidogrel. In (B)(6) 2010, an additional lesion located in the 99% stenosed, 3.50x25mm proximal right coronary artery (rca) was treated with poba and the placement of two non bsc stents resulting in 0% residual stenosis. Per the physician, the event was listed as "possibly related" to the study stents.

Event description:
It was further reported that the index lesion was located in the mid right coronary artery (rca). In (B)(6) 2010 a 99% stenosed 3.5x25mm lesion was revealed in the proximal rca. Reintervention the same day treated utilized angioplasty and placed two non bsc stents resulting in 0% residual stenosis. The patient was discharged two days later and the outcome was listed as "resolved". In (B)(6) 2010, at the 1 year study follow up visit the patient had no anginal symptoms. Per the physician, the event was unrelated to the study stent.

Manufacturer narrative:
Additional information: patient identifier, date of birth, patient sex, describe event or problem, relevant tests/lab data, other relevant history and product and therapy desc. (B)(4), catalog/model # - corrected from an unknown taxus liberte to h7493893620350 - taxus liberte (mr) 20 x 3.50mm. (B)(4).

Manufacturer narrative:
(B)(4).